Manufacturer narrative:
The battery was returned for analysis. Various analyses were conducted in order to evaluate the performance of the devices in relation to the reported event. The returned battery passed visual inspection and functional testing. The battery was able to sufficiently hold its charge and had no issues when tested with in-lab test equipment. Therefore the battery performed as required with in-lab testing. Review of the log files reveals no occurrences of alarms involving the returned devices. The device was related to the reported event; but there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The reported event could not be confirmed. This is one of four reports (3007042319-2015-00901, 3007042319-2015-00902, 3007042319-2015-00903 and 3007042319- 2015-00904) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the (B)(6) by the vad coordinator that the patient experienced single beeps on (04/18) early morning and during the day and (B)(6)). The controller showed the message "power disconnect" and "yellow alarm." Patient did not change anything as the alarm would disappear within seconds. Patient did not recall which batteries were involved. The coordinator decided to change all 4 batteries as patient became uncomfortable about the situation. Log files were sent to the manufacturer for analysis, no battery problems found. The coordinator assessed battery connections, no problems encountered. Patient was advised to better assess alarms to identify which batteries are involved during problems. It was reported that there were no effects on the patient. This is report 2 of 4.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of four reports (3007042319-2015-00901, 3007042319-2015-00902, 3007042319-2015-00903 and 3007042319-2015-00904) submitted for devices related to the same event. Batteries have not been received.